Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported while on support, the patient had left superficial femoral artery (sfa) limb ischemia. A right leg bypass to left leg¿s sfa antegrade sheath for perfusion was performed. Additionally, the patient had gastrointestinal bleeding and anticoagulation was withheld.

Manufacturer narrative:
The investigation for limb ischemia and vascular damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added 3038, 925.